Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when opening the kit, the doctor found that a sheath of a introducer needle was damaged. The procedure was completed with another introducer needle which was made by other manufacturer. No patient involvement was reported. Note: japan¿s flexxicon ii catheter kit, unlike us¿s kit, includes a introducer needle with a sheath (IV catheter).

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged IV catheter is confirmed; however, the exact cause is unknown. One grey-hubbed IV catheter was returned for evaluation. An initial visual observation showed the distal tip of the IV catheter was damaged. No blood residue was observed on the returned sample during gross visual evaluation. A microscopic observation revealed the edges of the distal tip of the IV catheter were torn and plastically deformed and one edge was observed to be pinched and folded upon itself. A small amount of a clear yellowish residue was observed at the location of the damage on the distal tip of the IV catheter. While the cause of the damage observed in the returned IV catheter is unknown, possible causes include insertion of device at a steep angle and/or advancement against resistance, removal of the device from a guidewire at an angle and/or against resistance, and manipulation of the device prior to or during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when opening the kit, the doctor found that a sheath of a introducer needle was damaged. The procedure was completed with another introducer needle which was made by other manufacturer. No patient involvement was reported. Note: japan¿s flexxicon ii catheter kit, unlike us¿s kit, includes a introducer needle with a sheath (IV catheter).